Event description:
Information was received indicating that a smiths cadd legacy 1 pump was tested to be under infusing. With claves the accuracy reading was -2.25% , without claves, the accuracy reading was -1.17%, with the walkmed bag the accuracy reading was -8.18%., the mod test was -2.52%, and the bemch test accuracy reading was -2.6%. There was no patient involvement.